Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of "biofilm and very firm lumps" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported having a patient develop "biofilm" in their "marionettes" after getting an injection of unspecified juvederm voluma in the "marionettes." The patient was later reviewed with the initial onset of "biofilm." The patient had "very firm lumps" in their "marionettes." The patient was initially treated with hyaluronidase to "no relief." On the 2nd visit, the patient was given kenalog and "antibiotics." Symptoms are still ongoing.